Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm on (B)(6) 2018. A non-mdt balloon expandable stent was also used during the procedure. An endurant cuff and 3 endoanchors were also implanted during this procedure. It was reported that the patient expired on the (B)(6) 2020 due to an unknown reason. The patient had a asymptomatic type ii endoleak diagnosed a year previously which was unresolved. The site has said the cause of death was unknown and the patient did not expire at the hospital. The sponsor assessed the death as not related to the procedure and possibly related to the study device (endoanchor). It was said the sponsor assessment was believed to be conservative especially when the cause of death is unknown. No additional clinical sequalae were provided and the patient is expired.